Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the product upa31015, ultrapro advanced packaging was ripped. This product comes in a box of 3. Please indicate if it was the primary package that was ripped affecting product/device sterility. Was this the first device removed from the secondary package, if so please provide the following: was the secondary package sealed. Was there any damage to the secondary packaging that contained the 3 devices. How was the package of 3 stored. Was any item place on top of the ripped package that could have impacted the packaging integrity. Was the seal ripped or the body of the package. Was there product inside the ripped packaging. It was reported that the product indicated in this complaint was discarded. Do you have any pictures of the device/packaging. Procedure if available? Event date. How was the procedure completed.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Before the procedure, the packaging was ripped. Unknown device was used to complete the procedure. There were no patient adverse consequences reported. Additional information has been requested.